Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Customer's blood glucose level was 413 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of incident. Customer was treated with insulin pump. Customer was unable to connect meter with insulin pump, issue was resolved. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.